Manufacturer narrative:
H4: the lot was manufactured between july 30, 2024 - august 1, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed that the device was missing its blue winged luer cap. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not have the blue winged cap. The issue was noticed before patient use. There was no patient involvement. No additional information is available.